Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition, including reported inaccurate low measurement, could have contributed to the reported hospitalization for hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016. Checking your blood glucose 7/ page 80: warning: do not use strips beyond the expiration date printed on the package, as this may cause inaccurate results. Checking your blood glucose 7/ page 95: warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
Medical staff reported that the patient's blood glucose (bg) level was 31 mg/dl. The patient was hospitalized due to hypoglycemia and treated with manual delivery of insulin. Medical staff was concerned that the pdm was not reading blood glucose correctly. The patient was using expired test strips. (B)(6).